Event description:
On (B)(6) 2025, a memo4d annuloplasty repair ring 4dm-34 was implanted in the patient. After de-clamped, regurgitation was noted, the device was explanted, and another similar ring memo 4dm-34 was implanted instead. No further information is available at this time.